Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-02236, 1627487-2012-02237 and 1627487-2012-02238. It was reported the pt has tenderness at the ipg site and occasional pocket heating while charging. The pt stated the ipg site tenderness began about a week ago and her skin is very sensitive and painful to touch. The pt also reported a tingling sensation in her stomach that caused her to turn the stimulation off. She stated she then had a rhizotomy and experienced a strong burning sensation in her back during the procedure. The sjm rep advised the pt of charging precautions. The pt allegedly requested a pouch and belt to alleviate the charging antenna heating while charging. F/u identified the pouch and belt have helped with the heating sensation. On (B)(6) 2012, st jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.